Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this device underwent a surgical procedure. Review of device data found episodes of noise were store from the time of the procedure. The noise was oversensed and resulted in pacing inhibition around two seconds. No adverse patient effects were reported.